Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had cracks on the insulin pump and that she received a compromised force sensor system alarm. Customer stated that the insulin was squirting out while priming. Customer mentioned that there were cracks on the side of the pump near the lcd screen. Customer also had a radio frequency programmable integrated circuit failed self test. Customer stated that the cracks have been on the pump for about 1 year. Customer stated that she was unable to exit the preparing to prime loop. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer has a back-up plan of manual injections. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump also alarmed during the self test due to a faulty component on the remote frequency board. The pump also had minor scratches on the display window, a cracked case at the display window corner, a broken reservoir tube lip, and a cracked reservoir tube.